Event description:
A purchasing manager reported that a physician discovered the arm (drainage tube) was broken off a baerveldt shunt, model bg-101-350 when the package was first opened. There was no pt contact and the physician simply used a backup shunt. They speculated that the shunt could have been broken during shipment, but they have no way of knowing when the tube was broken. The results of the quality investigation are not available at the time of this initial report.